Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 30-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Physician had advised that bleeding will stop but caller continued to have excessive vaginal bleeding for three months and had ablation to stop the bleeding. Consumer has had cyst removed as well as other procedures after having this implant. Consumer stated this device has caused a lot of misery as she experienced excruciating pain, lower abdominal pain, pelvic pain, vomiting, painful sexual intercourse, depression and urinary tract infections. This implant, she advised has made her life very miserable and she is constantly going to the hospital and having test and procedures done to help with the adverse effects she has experienced from essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) and experienced excessive vaginal bleeding for three months and had ablation in order to stop the bleeding. This event was considered serious and listed in the reference safety information for essure. She also had cyst removed as well as other procedures after having this implant. She had urinary tract infections. These two events were considered serious and unlisted for essure. In this case, no alternative explanation was provided for the excessive vaginal bleeding. Based on the nature for this event and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. With regards to the other events, it is unlikely that essure would cause the events due to the localized action of essure in the fallopian tubes, thus a causal relationship can be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 22-feb-2016. Follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) and experienced excessive vaginal bleeding for three months and had ablation in order to stop the bleeding. This event was considered serious and listed in the reference safety information for essure. She also had cyst removed as well as other procedures after having this implant. She had urinary tract infections. These two events were considered serious and unlisted for essure. In this case, no alternative explanation was provided for the excessive vaginal bleeding. Based on the nature for this event and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. With regards to the other events, it is unlikely that essure would cause the events due to the localized action of essure in the fallopian tubes, thus a causal relationship can be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 22-nov-2015: ptc global number: (B)(4). Batch number: 629311. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported adverse events are not indicative of a quality deficit per se. No similar adverse event case reports have been received to date in relation to the reported batch. No batch trend could be identified. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information on 24-nov-2015: no new clinical information. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) and experienced excessive vaginal bleeding for three months and had ablation in order to stop the bleeding. This event was considered serious and listed in the reference safety information for essure. She also had cyst removed as well as other procedures after having this implant. She had urinary tract infections. These two events were considered serious and unlisted for essure. In this case, no alternative explanation was provided for the excessive vaginal bleeding. Based on the nature for this event and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. With regards to the other events, it is unlikely that essure would cause the events due to the localized action of essure in the fallopian tubes, thus a causal relationship can be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.